Event description:
During an in-clinic follow-up, an increase in capture threshold resulting in loss of capture (loc) was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve event. No abnormalities were seen visually or through diagnostic imaging. The patient was stable with no consequences.